Event description:
Initial reporter indicated that the pt had a seizure and the magnet did not help, and he was taken to the emergency room. Per the mother, the pt has been picking at their generator site. Good faith attempts are being made for additional info surrounding the event.